Event description:
It was reported by attorney for family that said family's parent fell out of bed at the nursing home, as a result of a rail dropping when pressure was applied. Resident was found lying on the floor next to the bed. Resident unable to say what happened. Assessed for injuries, returned to bed via 3 person assist. Abrasion for forehead; no other marks apparent at this time. Transferred to emergency room, found to have fracture of the hip, which required hospitalization and surgery. Died on 4/24/2000.